Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 50 and 90 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New test strips were sent to the customer but he declined to return his strips for eval.